Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens was implanted, the patient experienced visual side effects. The lens was exchanged for a different lens 5 months after initial implantation. Intolerant to monofocal , visual disturbance was the clinical reason given for the explant. Additional information was requested.